Event description:
It was reported that during a spine procedure conducted at the user facility that 5 pedicle screws were placed accurately, but a sixth screw was not accurate. No clinically significant delays or adverse consequences to the patient were reported with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. A patient tracker movement relative to the patients¿ anatomy is likely to cause or contribute the reported event.

Event description:
It was reported that during a spine procedure conducted at the user facility that 5 pedicle screws were placed accurately, but a sixth screw was not accurate. No clinically significant delays or adverse consequences to the patient were reported with this event.